Manufacturer narrative:
Article citation: smith mt, rase b, woods a, trotter j, gipson m, kondo k, ray c, durham j. Risk of hernia incarceration following transjugular intrahepatic portosystemic shunt placement. Journal of vascular & interventional radiology 2014;25(1):58-62. A review of the manufacturing records for these devices could not be conducted because the lot numbers remain unknown.

Event description:
This information was received through the literature article "risk of hernia incarceration following transjugular intrahepatic portosystemic shunt placement" published in the journal of vascular and interventional radiology, january 2014. The records of 244 patients undergoing tips creation between 1999 and 2007 were reviewed. Ten-millimeter wallstents were used in patients before 2003 and gore viatorr tips endoprosthesis were used from 2003-2007. Fifty-seven of the 244 patients had preexisting abdominal or inguinal hernias. After tips creation hernia complications developed in in 25% of the patients (14 of 57) with a mean presentation of 62 days. Of these patients, thirteen required emergent surgery, of which four required bowel resection for necrosis.

Manufacturer narrative:
Correction made.